Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 06nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using relion insulin syringes 1/2ml 31 gauge there was foreign matter found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when he pushed down on the plunger rod, "clear clumps of liquid" came from barrel of syringe.

Manufacturer narrative:
H6: investigation summary no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087334. All inspections were performed per the applicable operations qc specification. H3 other text : see h10

Event description:
It was reported while using relion insulin syringes 1/2ml 31 gauge there was foreign matter found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when he pushed down on the plunger rod, "clear clumps of liquid" came from barrel of syringe.

Event description:
It was reported while using relion insulin syringes 1/2ml 31 gauge there was foreign matter found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when he pushed down on the plunger rod, "clear clumps of liquid" came from barrel of syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.